Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a service required code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue. During the evaluation of the device, physical damage was found to the active exhalation control module. The active exhalation control module was replaced to address the issue. The device had evidence of physical damage and tampering.